Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 165 mg/dl. The customer was able to saw critical pump[ error image on insulin pump screen and also states that the insulin pump had cosmetic damage. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump received with cracked case (battery tube).